Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This report is for an unknown. Occupation: attorney.

Event description:
New (B)(4) record created in order to update (B)(4) (legacy system) complaint number (B)(4). Reason for original complaint. Patient was revised to address metalosis, osteolysis, and pain. Update: litigation papers received 12/4/2013. Litigation alleges that the patient suffers from discomfort and inflammation. Update 1/28/2015 - disc 208 pfs and medical records received. Pfs identified patient height. There is no new additional information that would affect the existing MDR decision. Update ad 17 jul 2018 -receipt of ppf and sticker sheets. Ppf alleges pseudotumor, metal wear and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.